Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 48 events were reported for this quarter. Product return status: 48 devices were received for evaluation. Evaluation status: 29 events were confirmed during testing. 4 devices were found to be affected by corrosion. 24 devices were found to be affected by a lubrication problem. 1 device was found to be affected by a lubrication problem and a shattered bearing. 8 events were not confirmed during testing; however: 3 devices were found to be affected by corrosion. 5 devices were found to be affected by broken down lube. 2 events were not confirmed during testing; the device was found to be within specifications. 9 device evaluations are in progress. Additional information: 48 devices were not labeled for single-use. 48 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 48 </noe> malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 48 </noe> malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 48 total events were initially reported. 9 previously reported events are included in this follow-up record.   Product return status 9 devices were received.   Evaluation status confirmed 9 reported events were confirmed during testing. - 8 devices were found to be affected by lube - 1 device was found to be affected by fibers. Additional information 48 devices were not labeled for single-use. 48 devices were not reprocessed and reused.